Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and after following the instructions, the customer was able to successfully start a new sensor session without the error recurring.